Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 199:117:307 was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
This is a report of a colleague infusion pump with a failure code 199: 117:307, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however it occurred in the general patient ward. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted (B)(4).